Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI #: (B)(4). Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of manufacturing records. The device history records for cp116572 lot 693420 were reviewed for anomalies with the following related anomalies identified: bill of materials does not contain a locking bar, however the appropriate operation states package with locking bar and the label lists a locking bar. The root cause of the reported issue is attributed to a design and manufacturing error as the locking bar was not added to the bom for this product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery, staff opened the custom tibial tray packaging and noticed that the tibial bar was not included. No adverse events have been reported as a result of the malfunction. Surgery was completed with a device to serve as the missing component sourced from another hospital with non-significant delay.

Manufacturer narrative:
(B)(4). (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, staff opened the custom tibial tray packaging and noticed that the tibial bar was not included. No adverse events have been reported as a result of the malfunction.